Event description:
On (B)(6) 2004, pt underwent spinal surgery at l4-5 with peek pr cages and pedicle screws and rods. On (B)(6) 2011, she reports falling on ice with subsequent increased pain in her low back. CT scan revealed good fusion at both l4 and l% and a fracture of the pedicle screw without displacement at l5. It was recommended that she have the screws removed in light of the good fusion. She returned to operating room on (B)(6) 2011 for removal of the pedicle screws and percutaneous rod. Diagnosis or reason for use: degenerative disc disease.